Manufacturer narrative:
The device was returned and investigated. The reported leak was not confirmed via returned device analysis. The discrepancy between what was reported (water level in the delivery catheter (dc) handle dropped) and what was observed (no leaks) may have been due to the user technique during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the delivery catheter (dc) handle leak. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The steerable guide catheter and mitraclip delivery system (cds), were advanced. The water level in the delivery catheter (dc) handle dropped when the clip entered the left atrial. An air leak is suspected. Air did not enter the patient. The clip was not implanted and was replaced. The device was changed without additional aspiration. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.